Event description:
The base unit of the blood glucose monitoring device is damaged. Reporter stated seeing alleged burning or browning areas around the device base connector. The device did not generate a value and no treatment was given. A request was made for the return of the suspect device and replacement product was sent.